Manufacturer narrative:
The customer's meter was returned for investigation. The returned product was measured with a retention strips in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.9 inr. Donor 2 inr: 3.0 inr. Donor 1 hct: 45%. Donor 2 hct: 44%. Testing results: donor #1: retention meter and master lot strips: 2.9 inr. Customer meter and retention strips: 3.0 inr. Donor #2: retention meter and master lot strips: 2.9 inr. Customer meter and retention strips: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation: lay user/patient. The customer's meter and strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Relevant retention test strips (lot 409638) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Event description:
The initial reporter complained of discrepant high inr results with coaguchek xs meter serial number (B)(4) compared to doctor's office coaguchek xs meter. The result from the patient meter at 11:26 am was 4.8 inr. The result from the doctor's meter at 1:30 pm was 3.4 inr. The patient's therapeutic range is 2.0-3.0 inr.